Manufacturer narrative:
Argus case ID : (B)(4).

Event description:
Diabetes mellitus [diabetes mellitus]. Rash [exanthema generalised]. Pruritus [pruritus generalised]. Pain [generalised aching]. Insomnia [difficulty sleeping]. Case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes mellitus in a (B)(6) year-old male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. In (B)(6) 2020, an unknown time after starting new poligrip sa, the patient experienced exanthema generalised, pruritus generalised, generalised aching and difficulty sleeping. On an unknown date, the patient experienced diabetes mellitus (serious criteria gsk medically significant). On an unknown date, the outcome of the diabetes mellitus and difficulty sleeping were unknown and the outcome of the exanthema generalised, pruritus generalised and generalised aching were not recovered/not resolved. It was unknown if the reporter considered the diabetes mellitus, exanthema generalised, pruritus generalised, generalised aching and difficulty sleeping to be related to new poligrip sa. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, he started to wear complete denture in his 60s and had been using new poligrip sa 75 g since many years before. In (B)(6) 2020, the patient experienced exanthema generalized with pruritus and aching (seriousness: non-serious) and could not sleep at night (seriousness: non-serious). The symptom was severe especially on arm, abdomen and thigh. He was also taking a drug for diabetes mellitus. In (B)(6) 2021, he stopped using new poligrip sa a week before and was provided an ointment after consultation at an internal medicine. But the symptom did not subside. As of (B)(6) 2021, the outcome of the diabetes mellitus and could not sleep at night were unknown and the outcome of the exanthema generalized with pruritus and aching was not recovered/not resolved.